Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late onset, and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side cyst, capsular contracture baker grade IV, swelling, pain, and "leukocyte exudate" . The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "discomfort", "liquid in breast", "sudden increase in breast volume". Patient representative reported "difficult to move breast" and "high fever", "the patient was concerned to learn that there was something wrong with the body, anguished waiting for the results of the exams to know if it could be a serious disease, interfering too much with the psychological and emotional, causing a moral disturbance".